Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Report source:1627487-12192011-003-r. This ipg serial number was included in the field advisory. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient¿s ipg failed to established communication with external device. Reportedly the battery was later confirmed inoperable. Surgical intervention is pending to address the issue.

Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.